Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device could not be inserted into the insertion sheath. After the device went through the valve of the insertion sheath, high resistance was felt, and the device did not advance. The angio-seal device was then replaced with another angio-seal device to achieve hemostasis. Although resistance was slightly felt, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc's. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was received with the bypass tube on its original manufacturing positions. No other accessory components were returned. Visual inspection revealed that the carrier tube was bent in a curved shape. The deployment sleeve of the carrier tube was found to be in the forward lock position. The tip of the carrier tube was examined under the microscope and the two kinks were identified; one at the proximal portion of the manufacturing slit in the carrier tube assembly and another kink immediately adjacent to the proximal part of the bypass tube. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. The dried collagen had expanded from the manufacturing slit due to contact with the blood. No other visual anomalies were noted. No functional testing was possible due to hemostasis sheath was not returned for analysis and the state of the returned device. The od of the carrier tube was measured to be 0.080" which was within the specification of 0.080" +/-.005. Measurements was within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device carrier tube hub was used during insertion instead if the tip (without holding bypass tube) which led to the reported event. However, the exact cause of the reported event cannot be determined based on the available information.